Event description:
On (B)(6) 2025, it was reported that the user received alert 38 (motor stall) and attempted multiple restarts. After removing supplies and performing a dry run, the user successfully resumed insulin delivery with a full supply change. Blood glucose was elevated to 371 mg/dl for more than 90 minutes but corrected after the supply change. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.